Event description:
A remstar pro c-flex was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam degradation. In addition, it displayed error codes e055 (err_therapy_queue_full), e063 (err_stuck_knob_key) and e062 (err_ stuck_ramp_key). The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.